Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue damage appears to be related to patient morphology/pathology. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and fragile leaflets. One clip was implanted. The second clip delivery system (cds) was advanced to further reduce mr. Grasping was performed successfully and mr was reduced to <1. During the leaflet insertion assessment, it was noticed an eccentric jet on the medial part of the valve. Echocardiogram showed that there was a laceration of the posterior leaflet. It was decided to deploy the clip in that position because the clip was stable and mr grade was 3. Two clips implanted, reducing mr to 3. There was no clinically significant delay in the procedure. No additional information was provided.